Event description:
It was reported there was a revision surgery performed to remove the implant due to dislocation.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the CT scan that showed the left tmj devices were dislocated. After reviewing the comparison images, the surgeon confirmed the dislocation happened after the removal of the right-side tmj devices, canceled the unilateral request and is planning to remove the left side and to implant a bilateral set of tmj devices. The device history records, including the manufacturing documents and inspection specifications, were reviewed. The device met all specifications. Overall, as the surgeon confirmed, the left was dislocated after removing the right side. This event is not associated with a product failure mode. Based on the investigation, there is no indication of any incorrectly working product or design, material, or manufacturing-related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to remove the implant due to dislocation.